Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and was observed to have a broken wire at the tip. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. There was no patient injury. There were no photographic images of the device(s) or a video recording of the procedure available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observations found unrelated to the reported complaint states that the instrument had localized melting near the grip base. The complaint was confirmed by failure analysis.